Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Feedback suggests that when aspirating blood from a central venous catheter, blood sprays onto the hands and face of the user when the syringe is removed. The report suggests that the patient and user had blood tests done. The user will be monitored and tested over several weeks.

Event description:
Feedback suggests that when aspirating blood from a central venous catheter, blood sprays onto the hands and face of the user. The blood sprays when the syringe is removed during the procedure and has occurred four times for users. The report suggests that the patient and user had blood tests done. The user will be monitored and tested over several weeks.

Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer indicates that a luer slip syringe disconnected from the maxzero component, which resulted in blood splatter.